Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (batch no. B60753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included not sexually active, libido decreased, sexually active, vaginal irritation, vaginal odor, tonsillectomy, endometriosis, pap smear abnormal, multi gravida and multiparous. Previously administered products included for an unreported indication: ocps for contraception. Concurrent conditions included genitourinary symptom, menstrual cycle abnormal, post coital bleeding, uterine bleeding, nabothian cyst, fibroids and uterine leiomyoma. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2014 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge/ bladder/urinary problems: vaginal discharge"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), allergy to metals ("allergy to nickel") and pruritus ("itchy"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved and the vaginal haemorrhage, vaginal infection, depression, anxiety, allergy to metals and pruritus outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pruritus, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure incretion date (B)(6) 2008. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, general abnormal bleeding, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were blocked on (B)(6) 2014. Normal bilaterally essure implant position, no abnormal fallopian tube opacification identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, painful intercourse, menorrhagia and pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event" allergy to nickel and itchy" were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 39-year-old female patient who had essure (batch no. B60753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included not sexually active, libido decreased, sexually active, vaginal irritation, vaginal odor, tonsillectomy, endometriosis, pap smear abnormal, multi gravida and multiparous. Previously administered products included for an unreported indication: ocps for contraception. Concurrent conditions included genitourinary symptom, menstrual cycle abnormal, post coital bleeding, uterine bleeding, nabothian cyst, fibroids and uterine leiomyoma. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2014 for contraception. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge/ bladder/urinary problems: vaginal discharge"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), allergy to metals ("allergy to nickel"), pruritus ("itchy") and eczema ("eczema"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved and the vaginal haemorrhage, vaginal infection, depression, anxiety, allergy to metals, pruritus and eczema outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, eczema, genital haemorrhage, menorrhagia, pelvic pain, pruritus, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure incretion date (B)(6) 2008. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, general abnormal bleeding, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: the essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were blocked on (B)(6)2014. Normal bilaterally essure implant position, no abnormal fallopian tube opacification identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, painful intercourse, menorrhagia and pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received : new event eczema, added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physicai pain/pelvic pain') in a 39-year-old female patient who had essure (batch no. B60753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included not sexually active, libido decreased, sexually active, vaginal irritation, vaginal odor, tonsillectomy, endometriosis, pap smear abnormal, multi gravida and multiparous. Previously administered products included for an unreported indication: ocps for contraception. Concurrent conditions included genitourinary symptom, menstrual cycle abnormal, post coital bleeding, uterine bleeding, nabothian cyst, fibroids and uterine leiomyoma. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2014 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge/ bladder/urinary problems: vaginal discharge"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), allergy to metals ("allergy to nickel"), pruritus ("itchy") and eczema ("eczema"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved and the vaginal haemorrhage, vaginal infection, depression, anxiety, allergy to metals, pruritus and eczema outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, eczema, genital haemorrhage, menorrhagia, pelvic pain, pruritus, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure incretion date -(B)(6) 2008. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, general abnormal bleeding, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the essure device was successfujly occluded. Total bilateral occlusion. Fallopian tubes were blocked on (B)(6) 2014. Normal bilaterally essure implant position, no abnormal fallopian tube opacification identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, painful intercourse, menorrhagia and pelvic pain female. Batch no b60753 production date 2013-08-15 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 39-year-old female patient who had essure (batch no. B60753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included not sexually active, libido decreased, sexually active, vaginal irritation, vaginal odor, tonsillectomy, endometriosis, pap smear abnormal, multi gravida and multiparous. Previously administered products included for an unreported indication: ocps for contraception. Concurrent conditions included genitourinary symptom, menstrual cycle abnormal, post coital bleeding, uterine bleeding, nabothian cyst, fibroids and uterine leiomyoma. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2014 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("mental anguish"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage, vaginal infection, depression, anxiety and vaginal discharge outcome was unknown and the menorrhagia and dyspareunia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure incretion date (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were blocked on (B)(6) 2014. Normal bilaterally essure implant position, no abnormal fallopian tube opacification identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, painful intercourse, menorrhagia and pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (batch no. B60753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included not sexually active, libido decreased, sexually active, vaginal irritation, vaginal odor, tonsillectomy, endometriosis, pap smear abnormal, multi gravida and multiparous. Previously administered products included for an unreported indication: ocps for contraception. Concurrent conditions included genitourinary symptom, menstrual cycle abnormal, post coital bleeding, uterine bleeding, nabothian cyst, fibroids and uterine leiomyoma. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2014 for contraception. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge/ bladder/urinary problems: vaginal discharge"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved and the vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure incretion date -(B)(6) 2008. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, general abnormal bleeding, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were blocked on (B)(6) 2014. Normal bilaterally essure implant position, no abnormal fallopian tube opacification identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, painful intercourse, menorrhagia and pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, general abnormal bleeding. Events outcome were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. B60753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included not sexually active, libido decreased, sexually active, vaginal irritation, vaginal odor, tonsillectomy, endometriosis, pap smear abnormal, multi gravida and multiparous. Previously administered products included for an unreported indication: ocps for contraception. Concurrent conditions included genitourinary symptom, menstrual cycle abnormal, post coital bleeding, uterine bleeding, nabothian cyst, fibroids and uterine leiomyoma. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2014 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("mental anguish"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage, vaginal infection, depression, anxiety and vaginal discharge outcome was unknown and the menorrhagia and dyspareunia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure incretion date (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were blocked on (B)(6) 2014. Normal bilaterally essure implant position, no abnormal fallopian tube opacification identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, painful intercourse, menorrhagia and pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received ¿ lot number added. Case becomes incidents. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse) and vaginal discharge were added. Outcome of pelvic pain updated to recovered previously reported as unknown. Severity of pelvic pain added. Product information , indication and essure removal date were added. Essure insertion date were updated. Patient information date of birth, height and race were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.